Manufacturer narrative:
(B)(4). The reported events of blebitis, exposure, hypotony maculopathy and scleritis are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
Healthcare professional (hcp) reported a xen®45 gts event described as "intermittent, nocturnal pain that commenced 2 weeks" after "phaco/iol/xen gel stent + mmc 0.04%" surgery in left eye by prior hcp. 19 months later, "sudden deterioration of visual acuity (va) to 6/18," "intraocular pressure (iop) of 4 mmhg," and "worsening pain." On initial presentation, "180 degrees of scleral necrosis was evident with a moderate anterior segment inflammatory reaction, structural hypotony, and choroidal effusion." Antibiotic treatment was provided as: hourly topical ocuflox, cephalothin 5% drops, and oral moxifloxacin with significant clinical improvement. 5 days later, "xen gel stent became exposed with worsening structural hypotony." Surgery was performed to remove device and apply tutoplast plug with amniotic membrane graft. "Vision improved to 6/12, iop 11 mmhg, temporal choroidal resolving, no pain on discharge." 1 day later patient reported worsening vision. 1 week post discharge, "va 6/180, iop 0mmhg. Large bleb under amniotic membrane with no leak. Maculopathy." Over the next 6 weeks, "iop 15 mmhg with reversal of hypotonus changes, va 6/60." 3 months post discharge, "va 6/12 with correction (+30cyl), iop 26mmhg, dex minims® stopped." Patient then had a cardiac event.